Manufacturer narrative:
Na

Event description:
Cytyc technical service received a call from a nurse at the facility. Nurse stated, that a young girl stuck her finger in a preservcyt solution vial and licked her finger. The incident occurred at the center of women's health. It is unk whether the preservcyt solution vial contained a patient's sample. Technical service immediately directed nurse to the website and to the msds for preservcyt. Nurse did not have any details as to how the incident occurred. Detailed information regarding the child's state of health/testing performed is not available at this time. If cytyc obtains additional information, it will be forwarded to the FDA via a supplemental report.